Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the bad sdi (serial digital interface) port light flickering was not confirmed; however, lamp light issues were confirmed as the lamp life was expired and the meter was reading over 500+ hours. Additionally, the front panel mouth was cracked and dented; deep scratches on the top cover with metal exposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were made to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the xenon light source had a bad sdi (serial digital interface) port light that flickered on and off. The issue was found during the unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the xenon lamp blinks intermittently due to a failure of the main lamp and due to the almost expired lamp life because the problem was improved by replacing the xenon lamp. Olympus will continue to monitor field performance for this device.